Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
The post op xray showed far more antiversion than the cup was planned at. The patient dislocated in pacu. Case type / application: (B)(4).

Event description:
No new information.

Manufacturer narrative:
Reported event. An event regarding incorrect placement involving a mako tha software was reported. The event was confirmed. Method & results, product evaluation and results: a review of the relevant log files and session files was performed with the dre team: first bone registration attempt failed. The 1st set of horn points were incorrectly captured, the user re-captured the anterior horn and posterior horn acetabulum landmarks, and the rim point and bone registration were recalculated. 2nd registration attempt produced an error of 0.78mm with non-passing quality metrics for 6dof and surface rms due to poor rim point capture with two point mapped deep and one mapped as an airball. It is recommended that the user not capture the rim points on osteophytes. User proceeded with manual bone registration verification. There are two findings compounding in this case that could have resulted in a different implanted cup anteversion than planned: 1. Proceeding with a failing bone registration causes the cup inclination to not match the planned bone geometry affecting the cup anteversion. 2. Failing to lower the robot during robot registration lift mechanism warning will affect implant anteversion because it affects the accuracy of the robotic arm. It is recommended that the user not capture the rim points on osteophytes additionally, there is no indication of system or software malfunction from the case data, system logs, or service records. Performed 3 days before the case indicates that the ¿system is ready for clinical use.¿ recommendation from the labelling review: mako tha 4.1 application user guide, 1. Regarding osteophytes, how the bone is segmented determines what should happen in surgery regarding registration. It is necessary that the mps and surgeon communicate on this to make the course of action clear. It is only possible to register the pelvis by registering on osteophytes that have been segmented on the pelvic (femur) model. Do not try to register points on the bone where an osteophyte has been removed unless segmented appropriately. If the bone element has been segmented under the osteophyte on the non-pathological bone surface, the osteophyte over the bone surface must be removed prior to digitizing the non-pathological bone surface during registration. 2. Digitized points location should correspond to bone locations indicated on the screen and be collected directly on bone surface (e.g., under cartilage). Failure to collect points correctly may result in an inaccurate registration which may result in inaccurate bone resections and implantation. 1. Ensure the acetabular cup has been completely unscrewed from the cup impactor prior to engaging ¿free mode¿ as the robotic arm will move which may cause mal-positioning of the acetabular cup. 2. Use caution when removing the end effector from the impaction handle as the cup can move a few degrees resulting in a slightly inaccurate cup placement from the desired cup plan. Ensure the mako lift mechanism has been lowered and the mako is down on its feet. An icon will appear in the main window if the mako has not been lowered onto the feet. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies, complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: (B)(6) shows no other complaints related to the failure in this investigation. Conclusions: based on the analysis of the relevant log files and session files, the alleged failure mode is confirmed as a consequences of user error 'failing bone registration' and 'failing to lower the robot during robot registration'. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.